Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the reported foreign material clogging the nozzle could not be identified and a definitive root cause of the issue could not be determined, as there was no device deformation that might contribute to the retention of foreign material and no additional facility device cleaning/reprocessing information was reported or available, however, the issue was likely the result of insufficient cleaning/reprocessing. The event may be prevented by following the instructions for use sections below: chapter 6 compatible reprocessing methods and chemical agents chapter 7 cleaning, disinfection, and sterilization procedures olympus will continue to monitor field performance for this device.

Event description:
The customer reported an air/water flow rate issue on his olympus ultrasonic gastrovideoscope during reprocessing. According to the initial reporter, the unit had a blocked channel and no air flow. There was no patient involvement during this event. During the device evaluation, it was discovered that the subject device had undergone insufficient reprocessing as foreign material was found clogging the nozzle. This report is being submitted to capture the insufficient reprocessing confirmed during the device evaluation.

Manufacturer narrative:
The device was returned, and an initial evaluation was conducted by olympus; however, investigation is ongoing. During the initial evaluation, the user¿s report was confirmed. As noted in b5, the subject device had undergone insufficient reprocessing. This poor reprocessing caused foreign material to clog the nozzle and restrict the air/water flow rate (user¿s report). Additionally, one of the ultrasound elements was fully broken and the control body¿s angulation locking mechanism was malfunctioning. If additional information becomes available following the device evaluation, a supplemental report will be filed.